Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
According to the facility on (B)(6) 2022 during a medication injection the needle became detached from the syringe while in the patient and the patient did not receive the full dose of medication. Per the facility the injection was inserted in the patients right lower quadrant of the abdomen in the patient's pinched adipose tissue'. Per the facility during the injection when the plunger was depressed, the syringe came apart from the needle and the medication exploded out of the syringe'.no sample available.